Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
When performing a replacement, when connecting the ventricular lead to the generator it wasn't possible to fully fit it. The physician, who has a lot of experience, carefully tried to insert the electrode. Even realizing that it was not fully seated in the generator, the physician used the screwdriver but found that the system continued not closed. The integrity of the lead was verified and the physician confirmed if there could be biological material interfering with the connection. The physician chose to reconnect the old generator and confirmed that there was no problem connecting it. Than, he tried to reconnect to the new generator, but even forcing the input he couldn't. He chose to order a new generator of the same model and with the latter the connection was successful on the first attempt, proving that the problem is probably with the generator now sent for analysis.

Event description:
When performing a replacement, when connecting the ventricular lead to the generator it wasn't possible to fully fit it. The physician, who has a lot of experience, carefully tried to insert the electrode. Even realizing that it was not fully seated in the generator, the physician used the screwdriver but found that the system continued not closed. The integrity of the lead was verified and the physician confirmed if there could be biological material interfering with the connection. The physician chose to reconnect the old generator and confirmed that there was no problem connecting it. Than, he tried to reconnect to the new generator, but even forcing the input he couldn't. He chose to order a new generator of the same model and with the latter the connection was successful on the first attempt, proving that the problem is probably with the generator now sent for analysis.